Manufacturer narrative:
One (1) implant was returned for investigation. Upon visual inspection, implant showed signs of usage and remnant bone was visible around external threads of product. Seating surface of implant was damaged. Vertical extent of internal threads of the returned implant was not visible, as portion of fractured screw and tissue residue remained inside the implant. The complaint was confirmed. The item and lot number of the screw was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿ .

Manufacturer narrative:
Unknown abutment screw. Product returned was the implant (concomitant) and the reason of the removal was unable to retrieval a piece of the abutment screw. Top part of the abutment screw was discarded.

Event description:
The dentist reported that an unknown abutment screw fractured and a portion of the screw remains in the implant. It was not possible to retrieve the fracture portion and implant was removed.